Event description:
It was reported that during an open gastrectomy, the staples closest to the cut line of the one side were unformed at the 1st firing when the device was fired on the gastric body. The staple height was blue. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.